Event description:
(B) (4) crm received info that this transvenous right atrial (ra) lead has high pace thresholds as a result of pt condition. This lead was re-positioned with successful outcome of testing measurements within acceptable limits.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.